Event description:
This is a case report received on (B)(6) 2012, by baxter (B)(4) (customer services) from a patient. The following information was reported. On an unreported date the patient experienced chest pain with difficulty to breath, along with shoulder and left arm pain. On an unreported date, the patient went to the hospital. Per the patient, the health care professionals suspected that air entered in the abdominal cavity during use of the homechoice machine. On (B)(6) 2012, product surveillance contacted the patient's physician regarding the event. The following information was reported. The physician clarified that the patient was not hospitalized and was seen in the emergency department only. The physician reported the patient's symptoms were caused by the air. No medical intervention was performed. Outcome of the events was not reported. A causality assessment was not provided.

Manufacturer narrative:
(B)(4). This reported condition was not confirmed and the assignable cause could not be determined. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. A service history review was performed, revealing the device has not been previously sent into service for the reported condition and previous servicing did not contribute to the reported condition.

Manufacturer narrative:
(B)(4). The device was requested, but was not available for evaluation at this time. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. A follow-up report will be submitted if additional information becomes available.